Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, the lead had varying pacing impedance when connected to the device. Impedance measurements were stable when the programmer was used. As the physician felt both the lead and device may have been the issue, a different lead and device were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.